Event description:
It was reported that during and infusion, an investigational medication was mixed in 100 ml of normal saline and scheduled to be administered at a rate of 50 ml/hr. The infusion started at 15:30 and ended at 15:50, twenty minutes later. All inspections prior to the start of the administration did not detect any liquid leaking from the tubing, however; the nurse noticed a pool of liquid under the infusion pump and liquid dripping from the bottom of the pump. The pharmacist inspected the administration set and noted that the tubing connection to the IV was intact and that the tubing spike had not penetrated the IV bag neck. The remainder of the administration set appeared to be intact, except for the area around the infusion pump connection. This incident occurred in the ctu infusion suite of the cancer center. There was no patient impact.

Manufacturer narrative:
Bd aware date was (B)(6) 2019.

Manufacturer narrative:
The customer's complaint of a tubing leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during an infusion, an investigational medication was mixed in 100ml of normal saline and scheduled to be administered at a rate of 50 ml/hr.. The infusion started at 15:30 and ended at 15:50, twenty minutes later. All inspections prior to the start of the administration did not detect any liquid leaking from the tubing, however; the nurse noticed a pool of liquid under the infusion pump and liquid dripping from the bottom of the pump. The pharmacist inspected the administration set and noted that the tubing connection to the IV was intact and that the tubing spike had not penetrated the IV bag neck. The remainder of the administration set appeared to be intact, except for the area around the infusion pump connection. This incident occurred in the ctu infusion suite of the cancer center. There was no patient impact.